Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6). Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced an elevated blood glucose level of 400 mg/dl. Customer reports that she had the infusion inserted for approximately two hours, but was not receiving any insulin. Customer reports that she observed a bent cannula on the infusion set upon removal. Customer reports this happened on the first day of use with the infusion set. Customer reports that she corrected the elevated blood glucose with an injection of insulin. Customer reports that they do not have sufficient subcutaneous tissue at insertion site. Product is expected to be returned.